Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, over-reactive bladder, vaginal discharge, urinary retention, catheter problems, and trouble sleeping. (B)(4) ¿urinary problems; bowel problems; undefined recurrence; dyspareunia; overreactive bladder; catheter problems; trouble sleeping. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06359. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with diagnostic laparoscopy/ repair bladder defect; due to stress urinary incontinence, adhesions and chronic pelvic pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06359. The same patient is represented in each medwatch.